Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that on (B)(6) 2014, a 2.25x28mm xience xpedition stent was implanted in the posterior lateral branch, left circumflex coronary artery lesion. On (B)(6) 2017, the patient was hospitalized. Restenosis was noted at the site of stent implantation and was treated with balloon angioplasty. No additional information was provided regarding this issue.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this event. It should be noted that the reported patient effect of angina and stenosis are listed in the xience xpedition eluting coronary stent systems instructions for use (IFU) as known patient effect(s). A conclusive cause for the reported patient effect(s) and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.